Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the part number for a replacement flow sensor assembly; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be confirmed if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak co2 re-breathing risk" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "low leak co2 re-breathing risk" error code. During troubleshooting, the rse confirmed the device's set up, the customer was then informed that the error code will be observed, if the device is attached to test lung, and also when the whisper swivel is attached to test lung. The rse noted that the manufacturer recommendation was to replace the flow sensor assembly. The customer was provided with the part number for a replacement flow sensor assembly.